Manufacturer narrative:
E1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, right side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is possible, to determine the lot number#: 2796365 and catalog number#: n-27-mf115-255, photo analysis completed of the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Explanting physician reported, right side device rupture. The device has been explanted and replaced with another manufacturer's device.